Manufacturer narrative:
Due to character restrictions in block e1 event site address :(B)(6). Due to character restrictions in block e1 event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's power cord cannot be recycled. The hospital reported that after using the equipment, it was found that the power cord could not be recycled or pulled out. It was determined that the power cord was twisted. The cable reel is stuck. There was no injuries occurred.

Event description:
N/a.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp), after using the equipment, it was found that the power cord could not be recycled or pulled out. It was determined that the power cord was twisted. The cable reel is stuck. After telephone communication, a getinge field service engineer (fse) determined that the winding reel was stuck, and the winding reel was sorted on site and returned to normal . All performance and safety tests specified by the factory were performed and passed. Unit delivered to customers and ready for clinical use. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.